Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 18184148, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the lead and pocket incision sites. Symptoms were fever, chills, and high white blood cell (wbc) count. The patient had a stat computerized tomography done due to a high white blood cell (wbc) count in which results must have shown an infection. It was believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.